Event description:
It was reported that a vibratory alert had indicated hvli out of range. The upper limit had been tightened previously. Chest x-ray was inconclusive. Clinically resolved by reprogramming the upper limit.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.